Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #1) used to treat the patient. The patient's attorney alleges injuries; however, no details have been provided regarding the nature of the injury. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol 3dmax device. The actual date of event is unknown, reported as "(B)(6) 2011"; therefore, we are using (B)(6) 2011 as date of event. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1). On (B)(6) 2011- the patient had unspecified injuries. On (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol 3dmax. The patient is making a claim for an adverse patient outcome against the perfix plug (device #1). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."